Event description:
Customer reported receiving an error-4 message when strip was inserted. While assisting the customer, it was determined the locked meter is now unlocked with the uom selectable. There was no report of serious injury, death or mistreatment.

Manufacturer narrative:
Device has been returned and is being investigated. Follow up report will be submitted upon completion of the investigation. Customers and retailers have been informed through the fa16may2006 letter.